Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient and spouse reported two low blood glucose (bg) episodes. Logs showed first occurred after several hours of elevated bg followed by a meal announcement; second after a meal announcement while bg was already low. The lowest bg level was 51 mg/dl and the highest was 272 mg/dl. The patient was out of range for 9 hours. The agent reviewed meal announcement practices and low treatments. Patient had already treated with candy; at time of call bg was 109 mg/dl, trending up, with 0.75 units on board. The symptoms reported by the patient during event were lethargic, brain fog and headaches. No medical intervention required.